Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an implantable cardioverter defibrillator (ICD) exhibiting post-paced t-wave oversensing (pptwos) on the ventricular lead. The patient did not receive therapy during the oversensing. During followup patient also presented with left sided diaphragmatic stimulation. Physician resolved both issues by reprogramming the device. Patient was stable after the followup.